Event description:
It was reported that the pulse generator exhibited backup vvi operation in the box. Device was not used. The patient was not affected and the procedure was not interrupted.

Manufacturer narrative:
Please retract manufacturer report 2017865-2017-07553 as the product is a field rotation device.

Manufacturer narrative:
Correction: please retract follow up number 1 submitted on september 13, 2017 for manufacturer report number: 2017865-2017-07553 as the product is not a field rotation device. Initial report submitted on august 3, 2017 for manufacturer report number: 2017865-2017-07553 is correct. Analysis conclusion: the reported field event of backup vvi (bvvi) was confirmed. The device was tested on the bench and device image corruption was noted. No other anomalies were found and the cause of the bvvi was unknown.